Event description:
The customer experienced an overinfusion during patient use. The contents of the device was buprenorphine hydrochloride in normal saline. The total fill volume was 51ml. The expected flow time was 48 hours. The actual flow time was 41 hours. No patient injuries or medical interventions were reported with this event. Information was not available regarding the device set-up.